Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of field data, review of instrument logs and a review of labeling. No adverse trend was identified for the customer's issue. The barcode label in question did not meet the barcode label requirements for use on the cell-dyn ruby analyzer. Labeling was reviewed and found to be adequate: (B)(4). The unapproved barcode label contributing to specimen ID (B)(6) being misread could not be eliminated as a possible cause. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed a barcode patient identification reader error on the cell-dyn ruby analyzer. The following data was provided: sid: (B)(6) misread to (B)(6). There was no impact to patient management as sid (B)(6) did not exist.